Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the issue with the emergency light was caused by a faulty converter. However, the specific cause of the faulty converter could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the main lamp of the visera elite xenon light source did not turn on and the emergency light was flashing. The issue occurred when preparing the device for use. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the xenon lamp did not light up due to a converter failure. Also, evaluation found the light guide connector had wear (rattling) and the chassis was corroded. This event is under investigation. A supplemental report will be submitted upon receiving additional information.